Manufacturer narrative:
The investigation determined that higher than expected vitros sodium (na+) results were obtained from a single level of vitros pv I y8558 using vitros na+ slide lot 4236-1061-1209 on a vitros 250 chemistry system. The assignable cause of the event is user error, as the customer performed three calibration events using calibration kit 2 but choosing calibration kit 32 in the calibration software. This would lead to incorrect assigned values for the calibrator levels and would cause a suboptimal calibration. In addition, the customer is also using improper fluid handling protocol. The customer is the customer was using an automated 1 ml pipette and adding three aspirates to reconstitute both the calibrators and pv fluids. Per the vitros cal kit 2 instructions for use (IFU), calibrators should be reconstituted by adding 3.0 ml of the appropriate diluent to each vial. Use a clean, dry pipette for each vial. A class a volumetric pipette or an automated pipette of equivalent accuracy is recommended because of the importance of this reconstitution procedure to the accuracy of the results. The customer is not following the recommended protocol for reconstituting the calibrators and this cannot be ruled out as contributing to the event. Finally, the customer was storing the reconstituted cal kit 2 vials frozen and was thawing the frozen calibrators fluids for each subsequent calibration event, leading multiple freeze/thaw cycles. Per the vitros cal kit 2 IFU, there is no frozen storge for calibrator kit 2. The customer is not following the recommended protocol for reconstituting the calibrators and this cannot be ruled out as contributing to the event. Acceptable vitros na+ performance was obtained with an alternate vitros na+ slide lot using the a calibrator kit 32 lot and choosing the same calibrator kit 32 lot in the calibration software. It was not possible to recalibrate vitros na+ slide lot 4236-1061-1209 with the correct cal kit configured as the inventory of the slide lot was depleted at the site. Email address for contact office is: (B)(6).

Event description:
The investigation determined that higher than expected vitros na+ results were obtained from a single level of vitros pv I y8558 using vitros na+ slide lot 4236-1061-1209 on a vitros 250 chemistry system. Vitros pv y8558 na+ results of 145.4, 189.6 and 145.5 mmol/l vs. The expected result of 118.2 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The affected samples were non-patient quality control fluids, ortho is not aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).